Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lap radical nephrectomy, the surgeon was taking the renal vessels with the device. After depressing the closing trigger, surgeon wanted to initiate the firing sequence by depressing on the firing trigger but was not able to depress fully. Surgeon was still able to open the jaws by depressing the anvil release button. Upon opening the jaws, it was noted that some staples were deployed at the proximal 1/3 of the reload. Blue staple drivers were also visible on the surface of the reload. Surgeon managed to transect the renal vessels by clipping both ends of the vessel and transecting it with a harmonic device. No adverse event was noted. Patient is well.